Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Complaint sample (liner) was evaluated and the reported event was not confirmed. Visual inspection found multiple forms of damage. The outer radius of the liner is scratched in one location. The barb has been roughened and deformed such that a poly strand protrudes from the barb. The sidewall and scallops are gouged in corresponding locations to the gouging that can be seen on the rim of the liner. Cup was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown. Item# unknown, unknown stem, lot# unknown. Item # 010000858 g7 neutral e1 liner 36mm f, lot# 6455574. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02031.

Event description:
It was reported that during initial hip procedure liner would not seat in shell. After multiple attempts a new liner was used. Attempts to obtain additional information were made; however, none was available.